Event description:
This product has been used with cracked connections to the pump tubes and fittings.affected quantity 2 pcs, sample can be returned 1 pc with photos provided.green claims are required, complaint response letter is required, complaint receipt letter is not required.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: the complaint of a cracked q-syte connector was confirmed; however, the root cause could not be determined from the photographs that were provided for investigation. A break in the connector at the neck of the top body was observed. Due to the evidence of use, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. The observable features on the submitted photographs did not contain enough information to identify a specific root cause of the reported event. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of a cracked q-syte connector was confirmed; however, the root cause could not be determined. Three photographs and one q-syte connector were provided for investigation. A break in the connector at the neck of the top body was observed. Due to the evidence of use, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. The observable features on the submitted photographs and physical sample did not contain enough information to identify a specific root cause of the reported event. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.